Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a manual tube release problem was not confirmed or reproduced by baxter service personnel. No root cause could be identified and no repairs were needed for the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A device history review revealed the device failed the 4 psi accuracy reading. The pump head module was changed and the device passed subsequent testing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a manual tube release problem. It is unknown when this event occurred, but it was reported to have occurred in the general patient ward. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.